Event description:
It was reported that a patient of skin type v sustained a "first or second degree burn" on the cheek following treatment with a lumenis lightsheer xc laser. The patient reported experiencing a "spark" at the time of the adverse event.

Manufacturer narrative:
A lumenis engineer stated that the reported spark could occur if the treatment head was not held directly in contact with the tissue being treated. A review of subject device labeling found the following statement regarding contact of the treatment head with the skin before deploying the laser: "typically, the handpiece is positioned using a "pick and place" or "sliding" technique. For hair removal and treatment of benign pigmented lesions, the tip is pressed against the skin with moderate pressure to make good contact and then the laser is fired. For treatment of leg veins, contact is made with the skin, but no pressure is applied." A lumenis healthcare professional evaluated the provided treatment settings concluding the settings were appropriate based on common medical practice and device labeling. Failure to make complete contact with the skin prior to deployment of the subject device is determined to be the probable cause of the event reported.